Manufacturer narrative:
Device not returned. The event was learned through implant patient registry. Through follow-up with the surgeon's office, additional information was received, however, no further information regarding the reported event was learned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient expired at (B)(6) hospital after a week in the intensive care unit, on (B)(6)2010. The implant duration was approximately 1.33 months, and the cause of death was not provided. Through follow-up, a copy of the operative report was received for the surgery performed on (B)(6)2010. Unfortunately, no further details regarding the reported event were learned. The cause of death remains unknown.